Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial # (B)(6); implanted: (B)(6) 2021; explanted: (B)(6) 2025; product type lead product ID 977a260 lot# serial # (B)(6); implanted: (B)(6) 2021; explanted: (B)(6) 2025 product type lead product ID 97745 lot# serial# unknown implanted: explanted: product type programmer, patient medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Rep was going in for revision, thus, ts didn't have time to inquire about the revision. Additional information was received from the manufacturer representative (rep). It was reported that there was a lead and battery failure. Battery took longer to recharge and became a burden. Leads are fractured and had impedances. The device was replaced and the issue was resolved. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Event description:
Rep reported getting rm04 on the controller and he was concerned that there was an issue with the neurostimulator. Technical services(ts) reviewed that either the recharger or the controller was the cause of the error, not the neurostimulator. Rep was going in for revision; thus, ts didn't have time to inquire about the revision. Note the external equipment belonged to the rep, not the patient.

Manufacturer narrative:
Continuation of d10: product ID: 97745 (serial: unknown); product type: 0201-programmer patient; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.